Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited out of range impedance which triggered a polarity switch in a competitor device. Noise episodes were also noted which caused pacing inhibition and caused the patient to experience lightheadedness. The lead was capped and replaced on (B)(6) 2018. No further information was reported.

Event description:
New information reported stated that the lead impedance issue that was noted was high which was initially noted via remote monitoring.